Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy red hives under the lifevest equipment. Patient reports allergy to lycra and spandex. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended periodic removal of the lifevest and prescribed hydrocortisone for the skin irritation. Outcome of the irritation is unknown.